Event description:
During a pta/stenting treatment procedure, the sasugaxl balloon became stuck with the guidewire. The left superficial femoral artery was accessed from the right profunda femoris artery. The guidwire crossed the lesion via a contralateral approach and the lesion was dilatated with a sasugaxl 3x20 mm balloon. The lesion was then dilated with the sasugaxl 4mm balloon, but the guidewire and the balloon became stuck. The physician withdrew the devices and crossed the lesion with the guidewire and another sasugaxl 4mm balloon. A luminexx stent was placed after angioplasty, and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.